Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported in the palliative care unit that pcas "inappropriately turning off automatically" based on the etco2 monitors there was patient involvement however harm is unknown.